Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered a message mentioning that the system should be checked. The patient is receiving radiation; therefore, the message was suspected to be related. There were low r waves in the right ventricular channel. The crt-d remains in service at this time. No adverse patient effects were reported.